Event description:
The customer stated the device's end tidal co2 is not functioning and has device error message. No patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.